Event description:
It was reported that pump screen developed internal crack that was not easily visible, then screen turned black with gray backlight and customer was unable to interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.